Event description:
Customer reports that the device produced a result of 167mg/dl, however, she was experiencing hypoglycemic symptoms. She states that at that time, her husband gave her food and candy as she was unable to treat herself. No medical treatment received. Customer also reports that she received a result of 393mg/dl from one vial of test strips and 191mg/dl from another box of test strips within 10 minutes on the same device. The comparison vials were of the same lot. No action taken based on these results. No quality controls were used. Requested return of suspect device and replacement was sent.